Manufacturer narrative:
Reported complaint of "battery failed test cycle" was confirmed. Battery failed 10 seconds after it was placed in the charger. For this reason, battery data could not be accessed. No adverse event reported.

Event description:
It was reported that the autopulse battery s/n's (B)(4) did not pass the test cycle on the autopulse charger and are not usable. No adverse event reported. Battery sn (B)(4), MFR report# 3003793491-2013-00261; battery sn (B)(4), MFR report# 3003793491-2013-00262; battery sn (B)(4), MFR report# 3003793491-2013-00263.